Event description:
Customer has experienced elevated blood glucose levels and believes the insulin delivery of the infusion device is too low. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.